Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Replaced suction motor and complete ils to correct issue. Also, per service bulletin, replaced fingers on complete pressure adjusters (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the biomed the suction side of the pump is not working properly. It was during an unknown procedure. It is unknown how the procedure was completed and there were no patient consequences reported. The device will be returned. Additional information received by mitek complaints via the phone on 09/02/2015: the biomed confirmed no delays, just switched the pump to finish the procedure.